Event description:
It was reported that the device was used during a gastrectomy. The device did not staple but cut. No further information is available. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition and with no reload present. In addition, 15 unformed staples were received inside of a small bag. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Event description:
It was reported that "this disposable cervix manipulator was inserted into the vagina and cervix. Upon removal the cup at the end of the manipulator came off of the shaft of the product. The cup was retrieved and there was no injury to the pt." Info from user facility: device usage problem: other.

Event description:
It was reported that at implant the helix would not deploy from lead. The lead was then removed and replaced. No patient complications were reported as a result of this event.